Manufacturer narrative:
(B)(4). Physio-control has performed several attempts to contact the customer regarding the status of their device but has been unsuccessful in reaching them. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had displayed service across the screen. This issue is indicative of a device lockup. There were no additional details provided regarding this issue. This observation was noticed during a device test and there was no patient use associated with the reported issue.